Manufacturer narrative:
Block h2 (correction): block b5 (describe event or problem) and block h6 (device code) have been updated based on the information that was identified on (B)(6) 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip wouldn't release from the catheter, even when the tech tried several times with the handle. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. Note: it was confirmed that the sheath was removed before the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip wouldn't release from the catheter, even when the tech tried several times with the handle. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to deploy.